Event description:
Applied medical technologies g-jey button, 14f, 1.7cm, 22cm tube placed in the fall, ref #: gj-1417-22, lot#: 190808-017, exp.07/01/2022. Plastic ring where feeding set connects fell out preventing parent from being able to connect feeding set. Tube emergently had to be replaced. This has happened with this type of tube in the past. Procedure: small intestinal endoscopy with conversion of percutaneous gastrostomy tube to percutaneous jejunostomy tube. 3 months later: preop dx: jejunostomy tube malfunction. Procedure performed: small intestinal endoscopy with conversion of percutaneous gastrostomy tube to percutaneous jejunostomy tube. Procedure detail: the defective amt 1.2 cm 14-french 22 cm tube was removed and the guide wire was pass into stomach and grap by non needle graspers and dragged to the pylorus and second portion duodenum. Explanted device retained. Can ship if requested by manufacturer and receipt of shipping label.